Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. Evaluation observed damage to the wireless module flex assembly and radio pcb due to corrosion. The device was found to be irrepairable.

Event description:
It was reported that a spectrum pump had burn/heat damage during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.